Event description:
It was reported in (B)(6) 2013 that the patient was being scheduled for surgery to have the generator replaced as the device was nearing end of service (battery depletion). There were no complaints associated with the reason for replacement. The generator was subsequently explanted and returned for product analysis in (B)(4) 2013. As part of the analysis of the returned device, a review of programming history was performed. It was identified in review of programming history that upon interrogation on (B)(6) 2012, the device output current was set to 0 ma, which was not preceded by a programming operation. Therefore the 0 ma output current appeared to be unexpected. Further review of the programming history was performed by reviewing the generator source code, where it was noted that the device experienced a pulse disabled event due to vbat less than eos threshold as noted upon interrogation on (B)(6) 2012, which is the reason the output current was set to 0ma upon interrogation on that date. However, the battery voltage was measuring approximately 2.9v at the time, which is not a voltage level that is indicative of end of service. Therefore the pulse disablement due to vbat less than eos threshold was unexpected. The device was reprogrammed on (B)(6) 2012 to the previous settings of 2.5ma output current; 20hz frequency; 250 usec pulse width; 21 seconds on; 0.5 minutes off with no issues, and device diagnostics performed on this date were within normal limits. Product analysis of the device was completed, where it was identified that the battery voltage that the device circuitry was measuring was lower than the actual battery voltage (measuring approximately 2.2v; actual battery voltage approximately 2.5v). Visual analysis of the device revealed burn marks on the can, which is indicative of exposure to an electrosurgical device. It is not known if the burn mark was due to use of electrocautery at the explant procedure, however further investigation is underway to determine if the patient may have had other surgical procedures while the device was implanted. Further analysis was performed to determine the cause of the discrepancy in the battery voltage being measured by the device compared to the actual battery voltage, and it was identified that the circuitry involved in measuring battery voltage was being loaded down by the microprocessor. The cause for this was not able to be identified during product analysis. There were no other anomalies identified during analysis of the device.

Manufacturer narrative:
Analysis identified that the vmonitor (circuitry involved in measuring battery voltage) was being loaded down by the microprocessor. The cause was not able to be identified. Device failure caused event, but did not cause or contribute to death or serious injury.

Event description:
Additional programming history was received for the patient's device which contained data from an office visit that occurred on (B)(6) 2013. Initial interrogation of the generator on the aforementioned date revealed that the battery voltage was measuring 2.022v. A diagnostic test was performed at the office visit where the battery voltage was re-measured and revealed that the voltage had reached the eos threshold of less than 2.0v (measured 1.950v). Additional analysis has been performed on the returned device to further investigate the low battery voltage readings identified during the initial analysis of the device, and a cause for the behavior has not been identified. Though attempts for additional information from the treating physician have been made, no further information has been received to date.

Event description:
The treating physician's office does not have any notes of the patient having any procedures performed between (B)(6) 2012.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.